Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The investigation is inconclusive for the reported catheter split, as the device was not returned for evaluation. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 8808560 implantable port allegedly experienced fracture. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The return of the sample is pending. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 8808560 implantable port allegedly experienced fracture. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.